Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges, "this machine would cut off from time to time, water got hot on this too and wake up feeling like suffocated (retired nurse)". The patient stated, "still had hoarse feeling, coughing, and headaches, also began getting the stomach issues with bloating". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer received information from uno legal litigation with an allegation of respiratory infections and stomach infections. There was no report of medical intervention and will be reported as a product problem. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a legal representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges, "this machine would cut off from time to time, water got hot on this too and wake up feeling like suffocated (retired nurse)". The patient stated, "still had hoarse feeling, coughing, and headaches, also began getting the stomach issues with bloating". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.